Event description:
Possible medtronic infusion system failure that almost killed my wife. Pump (B)(4) was refilled by dr. (B)(6) on (B)(6) 2011 taken to hosp (B)(6) 2011 for overdose and pump removed (B)(6) 2011. Dates of use: (B)(6) 2006 - (B)(6) 2011.